Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 275 mg/dl.